Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced tilting. This information was received from various sources. Both malfunctions involved a patient with no patient consequences. One patient was reported as a 54 year old male. Another patient was reported as a 55 year old female. Weight were not provided for two patients.

Manufacturer narrative:
H10: the lot numbers for both malfunctions were provided, therefore lot history reviews were performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records for both malfunction have been received and image for one malfunction was received and reviewed. For one malfunction investigation is confirmed for filter migration and inconclusive for filter tilt. For the remaining malfunction, the investigation is inconclusive for the filter tilt. The root cause could not be determined based upon available information. The devices are labeled for single use. H11: h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records for one malfunction have been received. The investigation is inconclusive for tilting as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced tilting. This information was received from various sources. Both malfunctions involved a patient with no patient consequences. One patient was reported as a (B)(6) male whose weight was not provided. No age, sex, or weight was provided for the other patient.